Event description:
It was reported that this tachy lead was explanted due to a rise in impedance and loss of capture due to perforation. A new tachy lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture information corrections. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. The field report of perforation or pericardial effusion or cardiac tamponade are known risks associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that this brady lead was explanted due to a rise in impedance and loss of capture due to perforation. A new tachy lead with the same model was implanted. No additional adverse patient effects were reported.